Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer addressed their elevated bg with a manual injection of insulin. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.